Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for out of range shock impedances. The impedances were 126 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the shock impedances were now 138 ohms. Boston scientific technical services discussed troubleshooting. Further information was received which indicated that, at this time, the patient will continue to be monitored remotely. There have been no adverse patient effects.